Event description:
The daughter of a bladder cancer and heart patient reported that in (B)(6) 2013, a male, age (B)(6) (her father) was transported via an emergency vehicle to a hospital after collapsing on the sidewalk. The patient underwent a cystoscopy and was released 45 minutes later. Upon returning home he collapsed. His symptoms included diaphoretic, rash over his entire body, hypotensive with blood pressure in the 40¿s, and tachycardia. There was no wheezing or shortness of breath. The patient was taken to the emergency room, treated with medication and then admitted to the medical floor of the hospital. He was hypotensive for a few hours. He was alert within four hours. His hospital stay was uneventful and he went home the next day. His current health status is "ok." The medications received for treatment included an IV benadryl and IV steroids. He did not receive epinephrine due to his heart condition. The patient had ten previous cystoscopies over six years, by the same urologist in the same office. Before this incident, all of his cystoscopies were uneventful. The reporter stated 'the urologist office reported to her that they were using cidex opa at the time of the incident. They reported they have since changed to ¿regular cidex.¿

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record/batch record review, complaint history with failure mode trending, failure mode effects analysis, system hazard use misuse analysis and health hazard evaluation. The DHR (device history record)/batch record review could not be performed as there was no lot number provided. Complaint history review for cidex opa solution and failure mode related to anaphylactic reaction showed this is the only complaint reported during (B)(4) 2013 to (B)(4) 2014 which does not indicate a trend. The fmea (failure mode effects analysis) has been assessed and is below the threshold. The shuma (system hazard use misuse analysis) has been assessed as low as reasonably practicable. The hhe (health hazard evaluation) for similar issues indicated that the hazard/risk index is low. During a follow up, the daughter of the patient reported that the patient had allergy testing and he did not show an allergic reaction to the cidex. The physician agreed with the daughter that his next procedure should be done in the hospital so that the patient can be monitored for symptoms. Retain evaluation was not performed because no lot number was provided. The cidex®opa IFU states cidex®opa solution should not be utilized to process any urological instrumentation used to treat patients with a history of bladder cancer. The cidex®opa solution instructions for use (IFU) includes contraindications for bladder cancer patients. In rare instances cidex®opa solution has been associated with anaphylaxis-like reactions in bladder cancer patients undergoing repeated cystoscopies. The assignable cause for this event is user error for not following the IFU.